Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction. The laser system errors were unable to be cleared by the user. The system was no longer able to be utilized, and the procedure was aborted. Customer stated the procedure would be rescheduled; date not specified. There was no report of a pt injury; however the manufacturer is filing this as surgical intervention due to the pt requiring an additional procedure as a result of the incompletion of the case.